Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: there is a hole in the tip sheath and there is a leak in the ultrasonic medium. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the fact, that there are holes in the tip sheath shows, that some kind of stress was applied to the tip sheath. Therefore, the ultrasound image could not be drawn normally, because the ultrasound could not be transmitted normally, due to the decrease in the amount of ultrasound medium inside the tip sheath. Which, leaked out from the holes in the tip sheath. And this led to the phenomenon of the image not being displayed as indicated. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a hole in the tip sheath. And there is a leak in the ultrasonic medium. There was no patient involvement.